Event description:
The device's base unit appears to have melted and blackened around the connection to the download cable. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.